Manufacturer narrative:
The field service engineer (fse) noted fluid spilled in the wash carousel and cleaned the carousel. The fse stated it is unknown if the fluid spill caused the reported issue. The fse also cleaned the incubator belt track. The fse proactively performed a major preventive maintenance (pm) on the instrument. A routine system check and a high sensitivity system check were performed and passed within instrument specifications. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications and has been in normal operation. A definitive cause of the event is unknown.

Event description:
The customer reported an erroneous troponin I (access accutni) result, for one patient, involving the access 2 immunoassay system. The erroneous result was released out of the laboratory. It is unknown if there was any patient impact. There has been no report of patient consequence to date. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.